Event description:
The complainant reported that the vaxcel pasv PICC was therapeutically implanted in a female patient (age unk) in 2006. Three weeks later, the patient then returned to the hospital's emergency room (ER) as an outpatient complaining of "not feeling good". The ER clinicians attempted to draw blood from the patient and administer fluids through the PICC line, but without success. The clinicians then sent the patient for a CT scan. The CT scan results showed that the catheter had fractured and then migrated to the pulmonary artery. The physician then successfully retrieved the migrated PICC line via the aid of a snare. Another replacement device was placed in the patient, and there were no additional adverse affects on the patient as a result of the reported problem.

Manufacturer narrative:
This device has not been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.